Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Incorrect cartridge size the analysis results showed that one device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon 60mm IFU. The device was tested for functionality with a 60 mm reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the customer reloaded a 60 endocutter with a 45 reload. He was annoyed that the reload could be inserted without any problems. Instrument did not fire at all. No further information is available. Procedure was completed with same like product. No adverse patient consequences reported.